Event description:
It was reported that during the implant procedure the lead could not be fixed well. It was noted that many different positions were tried and that even with a different sheath the lead could not reach the target position and be fixed. The lead was removed and a different lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, it was noted that there was blood on the proximal and distal conductors of the lead and they were not obstructed, and the tip seal on the distal electrode of the lead showed evidence of blood ingression.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).